Manufacturer narrative:
The device was returned for analysis, and it was observed that it was detached at distal tip. Based on the evidence, the reported distal tip detachment can be confirmed, since the detached found during the product inspection could have contributed to the reported issue.

Event description:
It was reported that tip detachment occurred. The patient underwent a y90 procedure. A 180x25cm fathom -16 guidewire was advanced; however, during the procedure, the guidewire tip broke off inside the patient and was not retrievable. The patient was scheduled for follow-up.

Event description:
It was reported that tip detachment occurred. The patient underwent a y90 procedure. A 180x25cm fathom -16 guidewire was advanced; however, during the procedure, the guidewire tip broke off inside the patient and was not retrievable. The patient was scheduled for follow-up.

Manufacturer narrative:
Updated the following fields: a4 - weight: 117 lb. A5 - ethnicity: not hispanic/latino. A6 - race: white. The device was returned for analysis, and it was observed that it was detached at distal tip. Based on the evidence, the reported distal tip detachment can be confirmed, since the detached found during the product inspection could have contributed to the reported issue.

Event description:
It was reported that tip detachment occurred. The patient underwent a y90 procedure. A 180x25cm fathom -16 guidewire was advanced; however, during the procedure, the guidewire tip broke off inside the patient and was not retrievable. The patient was scheduled for follow-up. It was further reported that while removing the device through a non-boston scientific microcatheter, about 7-10cm of the guidewire tip broke off in the artery and could not be removed despite snaring attempt.